Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2019-09596, 1627487-2019-09597, 1627487-2019-09598, 1627487-2019-09599. It was reported that patient experienced infection at the ipg and lead site. As a result, patient underwent surgical intervention, wherein the entire scs system was explanted. Date of explant is unknown.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.